Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the root cause of the observed burn marks on the device camera cover was likely the result of a high-energy treatment device (such as a high-frequency device) used without ensuring a sufficient distance from the tip. The event can be detected/prevented by following the instructions for use sections below: gif-q150 operation manual: chapter 3 preparation and inspection:3.2 inspection of the endoscope: inspection of the endoscope. Gif-q150 operation manual: chapter 4 operation:4.2 using endo-therapy accessories. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, it was observed that the gastrointestinal videoscope camera cover exhibited burn marks. There was no patient involvement, and no harm reported as a result of the event.